Event description:
A prothrombin time test is sensitive to deficiencies in the extrinsic coagulation system. A patient prothrombin time (pt) was tested using simplastin excel and an associated inr value of 2.2 was calculated. Since this inr was within the acceptable therapeutic range, coumadin for the patient was not increased. The patient was sent home and subsequently developed a blood clot. Upon admission to the hospital, the pt was retested and the associated inr was calculated to be 1.66. Qc ranges for each of these samples were acceptable. No further pt info was provided.